Event description:
It was reported that oversensing due to noise were observed. The noise was reproduced with provocative tests. The lead was capped and replaced. No visible damage was observed on the lead. The patient was doing well post-procedure.